Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to the reported issue of leak. The set was tested underwater at 8 psi with leak noted from cut approximately 1 5/8 from sleeve in closed position. The complaint was confirmed in the lab as a leak from cut tubing, but baxter was not able to find the cause of the cut tubing.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that a leakage was found from the tubing suddenly. The set had been used for 100 days. There was no patient injury or medical intervention. There was patient involvement.